Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not available. To further investigate, a functional test was performed. Customer reported problem was duplicated. The pump was found to be displaying "46510" error code alarm message on power up when batteries were inserted during the investigation. The faulty microprocessor unit board will be replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave an ec 46510 alarm. This occurred during testing. There was no patient, or clinician injury associated with this event.